Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that out of range issues occurred between the transmitter and pump. Additionally, it was reported, that the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support. Therefore, no additional information could be obtained.